Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the bearings of the attachment device had fell apart, and the internal parts of the ball bearings were missing. Therefore, the reported condition that the device had bearing damage was confirmed. The assignable root cause of this condition was determined to be traced to component failure due to normal wear. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the attachment device had bearing damage, components were missing, the nose tube was bent/damaged, the cutter device could not be inserted, the labeling was damaged, the ball bearings fell apart, the internal parts of the ball bearings were missing, the extension sleeve was damaged, the labeling was almost illegible, and the locking mechanism was stiff/stuck. It was noted that an additional labelling was engraved by the customer. It was further determined that the device failed pretest for cutter insertion, lock operation, and labeling assessment. It was noted in the service order that the device had bearing damage. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.